Event description:
Boston scientific (bsc) crm received information that this atrial lead was exhibiting loss of capture. It was revealed that the patient had twiddlers syndrome and had dislodged the lead. Therefore, a lead revision was performed and the lead was removed from service as damage to the lead was suspected. A new atrial lead was implanted without further incident.